Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure the handpiece was not working well at all. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-06651, 2210968-2012-06653 and 2210968-2012-06654. The same patient is represented in each medwatch.